Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6), 2012 revealed that the patient has syncope. Good faith attempts for further information from the physician were made but were unsuccessful.

Event description:
Additional information was received on (B)(6) 2013 when the patient's implanted lead information was provided by the implanting hospital.